Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. However, the motor switch was found corroded per visual inspection. The insulin pump was received with a cracked case at the display window corners and a scratched display window.

Event description:
It was reported that the customer received a motor error alarm filling the reservoir with insulin. The customer's blood glucose was 136 mg/dl. The customer further stated that when he is disconnected from the insulin pump, he does not receive the alarm, but when once he has reinserted and is once again connected, the alarm returns. It was also stated that two nights before, the customer received a high blood glucose of 600 mg/dl after forgetting to perform a bolus, but when he did, the customer did not receive an error. He stated his meter was not giving the correct reading and he had to treat with a backup plan and at that point noticed insulin inside the reservoir compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.